Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with no packaging was returned for evaluation. Visual examination of the sample noted that the tubing was disconnected at the bonded joint between the tubing and the distal caresite ybody. The reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. All available information regarding this occurrence has been forwarded to our material review board (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient found with blood-covered bedding. IV midline assessed and found to have a disconnection in IV tubing causing direct access to venous system. Disconnection was at site proximal to patient where tubing connected to the hub. Midline pulled, pressure applied and vat team consulted. No injury reported.